Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during device preparation, the farawave pulsed field ablation catheter opened on the sterile table, the physician noticed a mark on the catheter handle and electrical cable. The mark appeared like a stain from some chemical and the package was checked prior to opening and was enclosed properly. The product was not used for the procedure and was replaced. The procedure was completed and there were no patient complications. The catheter is expected to return for analysis.

Manufacturer narrative:
Upon device return and inspection, the reported foreign matter was observed on the catheter handle. Based on testing of a returned device with similar attributes, the material on the device is likely 4311 loctite adhesive that is blooming due to the adhesive used to glue the handle not being fully dry when the product is packaged. The reported event was confirmed.

Event description:
It was reported that during device preparation, the farawave pulsed field ablation catheter opened on the sterile table, the physician noticed a mark on the catheter handle and electrical cable. The mark appeared like a stain from some chemical and the package was checked prior to opening and was enclosed properly. The product was not used for the procedure and was replaced. The procedure was completed and there were no patient complications. The catheter was received for analysis.